Manufacturer narrative:
The alleged event, necrosis, could not be confirmed because no medical records were provided. The product in question was not returned but received images revealed the affected item being undamaged after approx. 1.5 years of implantation. Review of device history, labelling, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No indications of material, manufacturing or design related problems were found during the document review. Avascular necrosis is known and nominated in the medical science / scientific literature. It is defined as the death of bone tissue due to a lack/ insufficient or interruption of the blood supply. Thus, the item is question is not linked to deficiency of the device but is related to the patient¿s condition. A product deficiency was not verified. In case essential information becomes available we reserve the right to re-reopen the case for investigation and to assess a new root cause.

Event description:
"It was reported that the patient's left femur was revised due to the patient progressing to avascular necrosis. A gamma3 nail construct was revised to a total hip. "

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
"It was reported that the patient's left femur was revised due to the patient progressing to avascular necrosis. A gamma3 nail construct was revised to a total hip. "